Manufacturer narrative:
Physio replaced the device's system pcb assembly to resolve the reported issue. Further evaluation of the removed system pcb assembly found liquid residue corroding multiple electrical components. The root cause is determined to be customer abuse.after observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device will not power on and displays a grey screen. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control performed an initial evaluation on the customer's device and duplicated the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device will not power on and displays a grey screen. There was no patient use reported with the event.